Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the physician did a revision and the catheter kink had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that in (B)(6)2017. The patient had issues with the pump as there was a kink in the line. The patient stated the kink caused the cap where the catheter joined to crack and was leaking. The patient noted they had a long catheter that ran from l2 to c1.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyl at a rate of (B)(6) mcg/day and bupivacaine at a rate of (B)(6) mg/day via intrathecal drug delivery pump for spinal pain. The patient reported they put a catheter in that wasn't supposed to kink but it did kink and it caused a leak in the pump and leaked into the lower extremities and caused the patient all kinds of problems. They had surgery to repair it on (B)(6) 2017. It was reported that they don't know the exact date the catheter kinked but figured they had been having problems since (B)(6) 2017.